Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported to fresenius medical care via fax that a combiset bloodline with the new transducer is causing increased trans membrane pressure (tmp) issues and increased venous line filling, even during priming. There was no patient involvement reported. Additional information was requested, but no further information has become available. No sample products were returned.